Manufacturer narrative:
Radiometer investigation has concluded that he device worked as intended and correctly displayed messages indicating presence of calibration error with po2. Root cause traced to user. Hence, this incident does not meet the criteria of a reportable MDR now.

Event description:
According to complaint, the event happened on september 14, 2024. The customer reported, while performing blood analysis for a patient, the partial pressure of oxygen (po[2]) electrode of the abl800 flex analyzer (serial number (B)(6)) suddenly malfunctioned. Multiple calibration attempts failed, and even after replacing the electrode membrane, calibration could not be achieved. This has led to inaccurate test results.